Event description:
A nurse reported that a patient was experiencing double vision following an intraocular lens (iol) implant procedure. The lens was dislocated and would not center after repositioning. The iol was exchanged with a different model lens. Add'l info was rec'd. The surgeon reported, "I believe the patient's eye was too large to enable stable fixation of the original iol." In the surgeon's opinion, the iol did not cause or contribute to the event. The surgeon also indicated that the patient had an anatomically large eye and the event resolved following the lens exchange.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The models of cartridge and handpiece were not reported, the viscoelastic used is not qualified for use in the cartridge. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on 11/14/2013. (B)(4).